Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had error code e315. The issue was found during that during service/ maintenance, there were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The customer contacted olympus technical assistance support (tac) via phone reporting an incompatible scope (e315) scope not supported error on a video system center. The customer representative guided the customer to clean and reseat the cables, verify power cycling, and to swap the light source and then video system center units. After swapping, the customer confirmed the issue was resolved and it was identified that the malfunction occurred due to video system center. The device will not be returned to olympus for evaluation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11 the device was not returned to olympus for inspection and the reported was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.